Event description:
It was reported by service report that the power coil cable was cut with exposed wires, foot-end lift was stuck in a high height and cpu board was defected. Patient was involvement and no adverse consequences are reported.

Manufacturer narrative:
Result: power coil cord.